Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmissions. It was noted that the implantable cardioverter defibrillator was oversensing myopotential, which led to inhibition of pacing. The patient was brought into clinic and the device was reprogrammed.